Event description:
The recipient has reportedly been intermittently wearing the device and is electing revision surgery. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode array was severed. Slices in the silicon were also observed on the top cover. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.